Event description:
It was reported that the patient underwent a plif to fuse l5-s1. During final tightening, the instrument was not holding the set screw tab after breaking it off. The broken off tab fell into the patient. It was found post op 17 days from the CT and the x-rays that the tab remained in the body. The surgeon stated that the tab will be removed if requested by the patient after bony union is confirmed. It was reported that the screwdriver was inspected after the procedure, no abnormality was found.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies was returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.